Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that he cleaned the contact points on the scope and power cycled the system and the error code went away. The customer clarified that he was only following up to ensure there weren¿t additional steps he could be doing as preventative maintenance. At that time, tac provided the customer with a series of directional steps as well as future trouble-shooting options. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error with multiple different scopes during preparation for a colonoscopy procedure. According to the initial reporter, the staff changed to another device to continue the procedure. The facility biomedical engineer (biomed) intends to clean the subject device the following weekend. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that b30 was generated due to the influence of dust and other factors. It was reported that the scope was operating normally after cleaning the contact point of the scope. The customer cleaned it up and fixed the problem. It was also confirmed that there was no intrusion of bodily fluids. The device was not returned as the issue was resolved over the phone regarding the subject device. Customers were sent a quick reference guide on how to manage b30 errors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.